Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported via the customer "iab placed. Received helium loss alarm almost immediately. No blood noted in tubing. Echo done and nothing noted. Continued helium loss alarms so console was switched and again almost immediately received a helium loss alarm. Repeat echo done and "the aorta was filled with air". Additional information states that in an attempt to continue therapy the pump console was swapped. The patient's current condition is reported as "deceased".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported via the customer "iab placed. Received helium loss alarm almost immediately. No blood noted in tubing. Echo done and nothing noted. Continued helium loss alarms so console was switched and again almost immediately received a helium loss alarm. Repeat echo done and "the aorta was filled with air". Additional information states that in an attempt to continue therapy the pump console was swapped. The patient's current condition is reported as "deceased". Associated MDR#: 3010532612-2024-01107 and MDR#3010532612-2024-01106.